Event description:
It was reported that pump had been slowing down, and wake button was sticking. There was no reported impact to the customer¿s blood glucose level. Patient outcome and any troubleshooting or corrective actions were not known at the time of the report, and no additional information was received regarding the outcome of the event.